Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One unused open sample and twenty six unopened samples were received for analysis. Product code mcp214h. During the visual inspection of the open sample, the tip and body of the needle were examined, and no anomalies were observed during the evaluation. As per the sampling plan, a visual inspection was performed on thirteen unopened samples, the packets were opened. The tip and body of the needles were examined, and no issues related to bending needle or breakage needle were observed during the evaluation. In addition, all samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent a lap appendectomy on (B)(6) 2025 and suture was used. During a lap appendectomy, they were suturing and half of the needle broke into the patient's belly button. The needle was retrieved with no intervention. Case was completed with successfully. No patient harm was reported. Sterile samples are available for return. Additional information was requested.